Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, when they cut the lung, the two staples had poor staple formation. They used a new one to complete the case. There was no patient injury.